Event description:
It was reported that a foreign matter was noted on the device. The target lesion was located in the proximal circumflex. A 330cm rotawire was selected for use. After the procedure was successfully completed, the rotawire was removed through the microcatheter. However, it was noted that a foreign material that looked like a burn at the junction of the core and tip of the rotawire was present. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has a point on the tip and it is kinked. The device has its distal tip kinked and slightly stretched. The wire has a couple of kinks on the body and proximal section. There is a particle on the distal section of the wire. Materials testing shows the foreign particle is composed by fibers and indicate that the fibers are carbon and oxygen rich. Ftir results show the possible presence of colorants, medications over nylon. However match is too low for a definite identification. The outer diameter of distal tip, middle of device, and proximal sections are within specifications.

Event description:
It was reported that a foreign matter was noted on the device. The target lesion was located in the proximal circumflex. A 330cm rotawire was selected for use. After the procedure was successfully completed, the rotawire was removed through the microcatheter. However, it was noted that a foreign material that looked like a burn at the junction of the core and tip of the rotawire was present. The procedure was completed with this device. No patient complications were reported.